Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support. The insulin pump passed displacement test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was attempting to change the infusion set, but she was unable to go beyond the priming stage because the compromised force sensor system alarm. The customer's blood glucose was 233 mg/dl. While troubleshooting, the customer stated that the drive support cap was protruded. The customer stated the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.